Event description:
Indication: common variable immunodeficiency, unspecified. Patient (pt) reports curlin pump (serial: (B)(6), expiration date: not provided) malfunction. Pt states they were in the middle of infusion when it stopped working and screen read motor died. Home infusion nurse reprogrammed pt's sons pump to complete the rest of the infusion. No adverse event reported due to product issue. Pharmacy to replace pump. Return material being sent for return of pump associated with event. Availability of pump associated with event for investigation dependent upon pt returning it. Unknown if prescriber is aware. No further info.